Event description:
It was reported that this patient reported hearing beeping tones repeatedly from the implantable cardioverter defibrillator (ICD). The system's stored data exhibited the ICD had been exposed several times to a magnet. Boston scientific technical services (ts) shared the details with the physician. Subsequently, a field representative confirmed the patient had been exposed to electromagnetic interference (emi) by using a fitness tracker with a magnetic strap. The patient experienced pacing inhibition of more than 2 seconds as result of magnet exposure. Nevertheless, the patient did not experienced adverse effects. The device remains in service.

Manufacturer narrative:
This supplemental report is being submitted to update sections b.1. Type of report, b.2. Outcome attributed to adverse event, b.5. Describe event or problem & h.6. Adverse event problem.

Event description:
It was reported that this patient reported hearing beeping tones repeatedly from the implantable cardioverter defibrillator (ICD). The system's stored data exhibited the ICD had been exposed several times to a magnet. Boston scientific technical services (ts) shared the details with the physician. Subsequently, a field representative confirmed the patient had been exposed to electromagnetic interference (emi) by using a fitness tracker with a magnetic strap. The patient experienced pacing inhibition of more than 2 seconds as result of magnet exposure. The patient was checked in-clinic. Emi was able to be reproduced using the beforementioned fitness tracker with magnetic strap. Device performed as expected during testing once the fitness tracker was removed. The device remains in service. No additional adverse patient effects were reported.